Event description:
It was reported there was a leak in the lap-band.

Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."